Event description:
It was reported that a pump experienced system error 105. It was reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter engineering investigation confirmed the reported system error 105 through the history lot but could not reproduce the system error 105 during testing. Unit was tested for 138+ hours with no recurrence of the reported symptom. Physical inspection of the pump found dark grease in the 2nd level of the gear box, a sign of excessive heat from extra friction. Investigation also found wear marks and dark grease on the camshaft in the area that sits inside the bearings. The motor was replaced.